Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/22/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed no power resets occurring on (B)(6) 2012 to the end of pump use on (B)(6) 2012. A "replace battery" alarm was observed in the black box history on (B)(6) 2012. There was no damage found to the battery compartment. The returned battery cap was found to be damaged and missing a spring. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A test cap was used to complete the investigation. The pump was exercised for 24 hours with the test battery cap with no loss of power issues. The pump cover was removed and no moisture or damage was found to the battery flex or power circuit.

Event description:
The patient's mother called animas on march 14 reporting that the pump turned itself off. She said that the patient did not have any blood glucose excursions at that time. When the patient went to the school nurse before lunch the nurse checked the patient's blood glucose as usual and attempted to wake up the pump to deliver insulin. The patient's blood glucose level was found to be 495 mg/dl and the pump was completely without power. The patient was negative for ketones and the mother denied that the patient had signs or symptoms of hyperglycemia. The nurse gave the patient insulin by injection and the patient's blood glucose level lowered to 146 mg/dl, which the mother says is within the patient's usual range. The mother also tried multiple batteries in the pump and the pump still would not power on. There was no visible damage to the pump or battery cap. This complaint is being reported because the pump allegedly lost power. The patient suffered an elevated blood glucose level however the patient did not exhibit signs or symptoms of a serious injury.